Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate low, out-of-range pacing impedance measurements (<200 ohms) from this right ventricular (rv) lead. Additionally, episodes of double-counting over-sensing were observed. Despite the lead being recently implanted, ts recommended in-clinic provocative maneuvers and diagnostic imaging to evaluate the rv lead. It was also recommended to enroll the patient in remote monitoring. The patient was seen in-clinic where the physician enrolled the patient in remote monitoring and reprogrammed the device settings to resolve the event pending a potential rv lead revision. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate low, out-of-range pacing impedance measurements (<200 ohms), from this right ventricular (rv) lead. Additionally, episodes of double-counting over-sensing were observed. Despite the lead being recently implanted, ts recommended in-clinic provocative maneuvers and diagnostic imaging to evaluate the rv lead. It was also recommended to enroll the patient in remote monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.